Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a patient experienced a partial rectal wall injection during a spaceoar procedure. The patient did not show symptoms and was expected to fully recover.